Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 012447612-2020-00053.

Event description:
It was reported that during the procedure the wrong handle was used during final tightening and the tips of two final drivers broke. There was no further surgical information provided and no reported patient harm. This is report one of two for this event.

Event description:
It was reported that during the procedure the wrong handle was used during final tightening and the tips of two final drivers broke. There was no further surgical information provided and no reported patient harm. This is report one of two for this event.

Manufacturer narrative:
The returned plug driver was evaluated. The tip was confirmed to be fractured. A review of the manufacturing records did not identify any issues which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture of the plug driver likely occurs when the driver is over torqued or when force is applied off axis. Additionally, the complaint alleges that the wrong handle was utilized, which would likely contribute to the failure.